Event description:
Additional information from a healthcare professional reported the patient fractured a few vertebrae and had surgery on (B)(6) 2016 to cement the area. The ins not working as well since the fall could be because the patient hurt her back. It was indicated the device doesn't control the patient's pain from the fall but the physician told the patient it probably would not cover that pain. The ins was turned off for the surgery and needed to be turned back on. The ins was interrogated and it was verified the ins was off. Initially, nothing came up on the patient programmer screen and the patient reportedly changed the batteries the previous day, but it worked after the battery compartment was checked and the patient programmer was turned on again. The ins was turned on and the amplitude was at 3.4 volts, but the patient was not feeling stimulation. The amplitude was turned to 4.7 volts and the patient still wasn't feeling stimulation. It appeared the patient only had one group with one program. The ins was left on at 4.7 volts and the patient had an appointment scheduled with the doctor for a few days later.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. The hcp stated that the patient fell on (B)(6) 2016 and since then the battery had not been working and the patient had pain in areas she normally had stimulation. The caller stated the ins was on. The hcp was trying to get in touch with a representative regarding the issue. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.